Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator changed settings during use. The ventilator was replaced, no patient harm was reported. The service engineer could not duplicate the failure, error code kp0129 was observed then he replaced the breath delivery board and the analog interface board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.